Event description:
Additional information was received from patient's representative. Caller called back and mentioned since receiving the replacement equipment patient noticed the controller was 100% then 5-6 minutes goes to 90% when charging the implant. Agent asked, patient rep denied any error messages/codes and any recent falls/trauma. Towards the end of the call, patient rep confirmed implant increased to 60% from 50% recharging with excellent quality. Agent informed patient rep to continue charging the implant, to monitor and to call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_recharger_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated the controller is not working right at all. Caller stated the other day patient got a shock of some kind on his left side when they were charging the implanted neurostimulator caller stated they were at 70% or 80% charge and then the controller went out and pt got a tremor in his left side and leg and arm. Caller thinks that they are having trouble with the little box that shows the numbers caller stated it stays connected and it goes to excellent charge quality but the controller charge only stays for a short time. Pt reported that they think there is something wrong with the controller because pt was charging the ins and suddenly the controller went dark and pt felt a shock / tremor on the left side. Pt clarified the controller charge is depleting faster. Caller stated that it takes 2.5 hours to charge the controller to 100% agent is sending repair team a request for the controller and the li battery pack. Pt rep called back stating the pt received replacement controller and battery pack from this case. Caller stated there is a nonfunctional controller with a battery pack and no back door and a new controller - agent reviewed external devices. Caller was unable to remove the battery pack from the non functional controller. Pt rep called back and stated they were able to place the battery pack into the new controller. Caller saw battery empty recharge the controller message. Caller plugged controller into ac power and confirmed green blinking light. Agent recommended to fully charge the controller and then charge the ins. Pt called back and requested assistance in contacting fed ex for the return shipment to repair. Pss contacted fed ex and they confirmed the pickup and provided confirmation (B)(4).case reopened due to email response from mdt rep. Agent reviewed closed the case.